Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net post-MRI. Upon review, it was revealed that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly which inappropriately determined the longevity of the device to be much shorter than its true value. A merlin transmission was sent the following day and showed the issue was resolved. No intervention was performed. There were no patient consequences.